Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon observed no vision on the right high resolution stereo viewer (hrsv) eye on the surgeon side console (ssc). The vision side cart (vsc) touchscreen could display both left and right eye display.the customer received phone assistance from the technical support engineer (tse). Tse guided the customer to hard power cycle the system and swap the blue fiber cable but the issue persisted. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to an laparoscopic surgery. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the system logs and confirmed related error code 45308 appeared. System was tested and confirmed no display on the ssc hrsv right eye. The personality module surgeon console (pmsc) was found faulty and was replaced. Additionally, the isi core controller (icc) board was reseated to resolve the issue. After replacement, the system was tested and verified as ready for use. An RMA has been issued to the customer requesting to have the replaced pmsc returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). The complaint was confirmed based on the field evaluation..

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The personality module surgeon console (pmsc) board was analyzed, and fa investigation could not reproduce the customer reported complaint. The board was installed into an in-house test system and completed all the tests without triggering any errors. The video test was passed with good video on both eyes.

Event description:
Refer to h10/h11 for follow-up information.